Event description:
During product service by a technician, a flo-gard infusion pump was found to have a damaged keypad. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the damaged keypad is unknown. No repairs have been performed, the device will be swapped. If any additional relevant information is received, a follow up MDR will be sent. Conclusion was selected because this is the most applicable to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.